Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she had unexplained high blood glucose. Customer went to the emergency room and was hospitalized. Customer's blood glucose reading at the time of the emergency room visit was 500 mg/dl. Customer stated that his infusion set cannula was bent when it was removed. Customer stated that she had frequent urination, headache and her insulin pump had reoccurring no delivery alarm. Nothing further was reported.